Event description:
On (B)(6) 2012, the patient reported that he experienced blood glucose (bg) around 60mg/dl with light-headedness on multiple occasions during an unspecified time period. He stated that he treated the low bg with oral carbohydrate and did not required medical intervention. The patient mentioned that change in activity level may be related to the excursion as well as a previously undetected error in a programmed pump setting. During review with customer support, the patient alleged that the bg target was set at 30mg/dl but that his actual target was 100mg/dl +/-10mg/dl. He stated that he received the complainant pump as a replacement pump recently and that he uploaded the settings from the original pump onto the replacement pump using ezmanager software. The patient said that the ezmanager program or the pump does not allow a bg target setting of less than 60mg/dl. This complaint is being reported based on the following conclusions: the pump supposedly was programmed with an incorrect bg target during transfer of settings between the original pump and a replacement pump. The incorrect setting may have contributed to the serious blood glucose excursion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. A review of the pump settings verified the target blood glucose was set to 100 mg/dl. An ezcarb bolus for 100 grams of carbohydrates at target blood glucose was performed using the patient settings and the pump correctly calculated a 10 unit bolus without alarm. An ezbolus for 35 mg/dl above target was performed using patient settings and the pump calculated a 1 unit bolus with no alarm. Investigators attempted to change the target bg to 30 mg/dl, and the pump was unable to program a target blood glucose below 60 mg/dl. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation.